Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had possible premature battery depletion (pbd). Technical services (ts) was contacted, and ts discussed that there had been no indications of pbd. Ts also noted small signal amplitudes. Subsequently, the s-ICD was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.